Event description:
The customer reported that the system experienced an immediate loss of system functionality and the system also subsequently failed to reboot. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation the reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and returned to service.